Event description:
Customer (B)(6) - reported quality issues with the basic hydrophobic large wound dressing kit (p/n 0585, lot 1621); tubing was observed to pull apart or break at the stingray connection. Two units observed with the potential defect while in use. As patient moved the tubing was pulled apart creating a leak in the dressing. Patient required a new wound dressing. Devices were not returned. Replacement product provided. Conservative determination: MDR reportable

Manufacturer narrative:
Pensar attempted to obtain the omitted information 1. Patient information a1-a6 2. B6 relevant test labs - n/a 3. B7 other relevant history -n/a 4. D10 date of concomitant therapy - unknown. The tubing was noted to be pulling apart from the connector on some product. Other product in the case was noted as not exhibiting the same issue. Additional product provided to the distributor/user as replacement. This report is being submitted based on re-evaluation of reportability requirements per pensar CAPA 46.